Manufacturer narrative:
(B)(4). The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion- device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to the active electrode array being out of cochlea (reportedly located in the semicircular canal) with only 4 channels being inserted. The surgeon couldn't re-insert the old implant and additionally the patient's family requested a new implant. Despite further requests no additional information has been received. This is a final report.

Event description:
It was reported that the patient was re-implanted in (B)(6) 2015.